Event description:
A report was received that the patient was having allergic reactions after being implanted. The patient tested positive for several metals and plastic. The patient underwent an explant procedure. After the implant, the patient had spinal fluid leak and had to have further surgery to fix the dura membrane.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50 serial/lot #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having allergic reactions after being implanted. The patient underwent an explant procedure. After the explant procedure, the patient had spinal fluid leak and had to have further surgery to fix the dura membrane.